Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported a gap between their back teeth and food gets stuck between the first and second molars on the right side. They also reported the aligners are cutting their tongue and gums. Provided fit tips for sharp aligners and gathering additional information for next steps.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.